Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: opening, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on anterior side due to surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "hole on valve side". Device has been explanted.